Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with glucose measured at 317 mg/dl, followed by a decline to the 210¿220 mg/dl range and continued downward trend after a full supply change and continued algorithm-driven corrections; an alert code 328 was noted, and a replacement supply of infusion sets, connectors, and cartridges was arranged due to multiple site changes. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education, with continued monitoring and no hospitalization. Investigation included review of device report logs, discussion of corrective and meal algorithms, verification that the system was delivering corrective doses, and recommendation and completion of infusion set and site changes. Investigation of this case revealed that the device appeared to respond to the downtrend and plateau with ongoing corrective dosing, and no device component malfunction was identified; the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.